Manufacturer narrative:
(B)(4) plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 2 hours after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking externally from the dialyzer onto the floor. The exact location of the leak was unknown. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was reported as being approximately 200cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The lot number was not provided from the user facility. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint sample was received at the manufacturing location. Upon follow up with the customer, the complaint sample did not match the catalog number initially provided. The customer confirmed the correct sample was returned related to the reported product complaint and the initial catalog number was reported incorrectly. The correct catalog and lot number were obtained from the returned complaint sample. Manufacturing investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fiber membrane was streaked with blood residue and coagulated blood was noted between the screw flange and the polyurethane cut surface at both ends of the dialyzer and between the non-cavity ID end screw flange threads. Additionally, a thin piece of debris, consistent with a polyurethane/polyethylene (pu/pe) sliver, was identified situated between the potting cut surface and the o-ring at the cavity ID end. The debris was located at approximately 220 degrees with the dialysate ports situated at 0 degrees. The dialyzer was subjected to a laboratory external leak test; an external leak was not observed possibly due to the coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual analysis. The complaint investigator was able to visually confirm the pu/pe silver between the screw flange and the housing threads on the cavity ID end of the dialyzer. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Although a leak was not identified during laboratory testing possibly due to coagulated blood, a visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the cavity ID end. The pu/pe silvers compromised the seal between the pu material and the o-ring, which may have allowed a leak pathway. Therefore, the complaint has been deemed confirmed.